Manufacturer narrative:
The reported field event of backup vvi (bvvi) mode was confirmed. Analysis of the device image was performed and the cause of the bvvi operation was due to a power on reset (por) failure that occurred in the middle of a high voltage therapy delivery. Bench testing was performed, which includes impedance, sensing, pacing, and high voltage shock, and the device¿s electronics were found to be intact and normal. The cause of the por was due to electrical energy arcing to the can from an undetermined external source.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was presented in clinic following high voltage defibrillation therapy and a vibratory alert. Prior to the high voltage therapy, automatic mode switch episodes were noted. The physician suspected the high voltage defibrillation therapy was due to atrial fibrillation. Upon investigation, the device was found to be in back-up mode with no high voltage defibrillation therapy. The device was explanted and replaced to resolve the event. The patient was in stable condition.